Event description:
It was reported that the patient had an unknown sling implanted. An artificial urinary sphincter device consisting of a 4cm cuff, pump, and balloon was implanted due to unspecified reasons.